Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in may 2010 and performed to specification alongside random manual power ons, up to the 12th april 2015. Multiple manual power ups mainly of ten minute duration were observed in the device memory between the (B)(6) 2015. The pad-pak became depleted during this time and was then removed. A further pad-pak was installed on the final history log entry on the (B)(6) 2015 with the device passing a self-test. Investigation indicated the fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Event description:
There was no patient involved in this event. Device switches on automatically.